Event description:
On (B)(6) 2017, caller reported that she replaced one of the component in her c-pap machine called the swift fx pillow. Immediately during use the machine started emitting a strong chemical odor and she experienced a burning sensation around her nostrils.